Event description:
A beckman coulter, inc. Affiliate reported a control vial leaked liquid at the bottom involving access ostase qc. The customer noted the vial was damaged and leaked contents upon opening the control kit during the inspection process. There was no evidence of damage to the kit container. The vial contents were contained within the kit packaging material. The customer stated appropriate personal protective equipment (ppe): laboratory gown, eye protection glasses, and gloves were used at the time of the event. Patient results were not involved. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this event.

Manufacturer narrative:
Beckman coulter, inc. Determined the cause of the event to be the ostase qc glass vials not compatible with product storage requirement of freezing at -70 degrees celsius. (B)(4).